Manufacturer narrative:
It was reported that the patient experienced a high watt and electrical fault alarm. The controller, (B)(4), was returned for evaluation. The driveline, (B)(4), was not returned for evaluation as it remained implanted at the time of the event. Review of the manufacturing documentation confirmed that the associated driveline cable and controller met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Analysis of the controller revealed that the device failed to meet specifications; the unit failed visual inspection due to a loose serial port and power port connector. Log file analysis confirmed the reported event, which revealed that the patient experienced an electrical fault alarm due to a short circuit on (B)(4) 2015 at 00:39:40. A high watt alarm was logged one second later at 00:39:41. The electrical fault alarm and high watt alarm were cleared 8 seconds later at 00:39:49. The patient previously had a sheath repair performed on 08/18/2015 (reference (B)(4)) as it was observed that there was a tear on the driveline cable that tore through the inner and outer sheath. A field engineer arrived on site on (B)(4) 2015 and performed another sheath repair on the previous one to mitigate the issue. The most likely root cause of the reported electrical fault alarm and high watt alarm can be attributed to a tear on the driveline cable that was previously repaired, causing a brief short circuit within the driveline cable. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. The manufacturer has initiated a supplier investigation with the supplier to address the loose controller port connectors. This is one of two devices reported for this related event. Please refer to MFR. 3007042319-2015-03622 and 3007042319-2015- 03623. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: 11/15/2015, dated through (B)(6) 2015: normal power consumption. Additional notes: 1 high watt alarm was logged on (B)(6) 2015 at 00:39:41. The high watt alarm limit is currently set to 8.0 w. 1 electrical fault alarm was logged on (B)(6) 2015 at 00:39:40. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of two devices reported for this related event. Please refer to MFR. 3007042319-2015-03622 and 3007042319-2015-03623.

Event description:
It was reported that the patient was awakened by an alarm while sleeping. The patient reported seeing "high watt" and "electrical fault" alarms on the controller screen. The patient was subsequently admitted to the hospital for observation. The following day the manufacturer's clinical engineer arrived on site to evaluate the patient. The engineer removed the previous sheath repair and manipulated the driveline from the strain relief to the exit site; however, was unable to reproduce any alarms. A driveline sheath repair per fs0012 rev 03. The patient tolerated the repair well. The controller was also exchanged. Visual inspection of the controller after the exchange revealed a loose connection on power port 1 and loose data port connections where the controller housing and pins meet. The last report received indicates that the patient remains hospitalized. Investigation is ongoing.